Event description:
Rti surgical, inc. D/b/a evergen received a complaint on 02/03/2026. The complaint form indicated that per the medical record, the patient underwent a routine chiari decompression, including opening of the dura and duraplasty on (B)(6) 2025. A duraflex 4cmx5cm graft was implanted and secured with gore-tex sutures. Multiple valsalva maneuvers were performed to assess for a cerebrospinal fluid (csf) leak. No leak was identified. The suture lines were reinforced with surgical glue as an additional barrier. According to the medical record, on (B)(6) 2026, the patient was taken back to the operating room for diagnosis of a csf leak and pseudomeningocele. Intraoperatively, the edges of the duraflex patch appeared to be disintegrating in certain areas and a csf leak could be seen coming out. Those points were sutured again to the dura and multiple valsalva maneuvers were performed, with no further csf leak identified. The suture line was augmented with surgical glue. To date, no additional information has been provided to evergen for review.

Manufacturer narrative:
Evergen's investigation is in process. Once the results are available, a follow-up report will be submitted.